Event description:
The customer called to report that her bg's rose significantly over a six hour period resulting in high (373-500mg/dl) readings. A correction bolus had been administered, which was ineffective at controlling her bg's. In addition, the pod had initiated a hazard alarm, at which point it was deactivated. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.